Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
When the physician stretched the pigtail part with a straightener, it kinked at the gutter part. Therefore, he opened another device (lot unknown). Prior to patient contact. 1 for all complaints, ask: does the complaint relate to: device placement/device removal/observation prior to patient contact pigtail part. 2 what was the target location for the stent? Distal bile duct (planned). 6 was the device at the centre of the complaint inspected for damage prior to use? Yes. 11 if not with the device in question, how was the procedure finished? The physician used another device (lot unknown). 12 did the patient require any additional procedures as a result of this event? No. 15 were any other defects observed on the device prior to return (other than the reported complaint issue)? No. 16 was a straightener used to straighten the stent? Yes. 25 did the patient require any additional procedures as a result of this event? No. 28 were any other defects observed on the device prior to return (other than the reported complaint issue)? No.

Manufacturer narrative:
Device evaluation: 1 unit of zebd-7-4 of lot number c2199876 device was returned for evaluation opened not in its original packaging. The device related to this occurrence underwent a laboratory evaluation on 22 jan 2025. On evaluation of the devices the following observations were made: visual inspection: stent returned with pigtail straightener separately and catheter. Kinks observed on the 02nd and 04th porthole of the non tapered end of the pigtail curl. Functional inspection: 0.035 inch wire guide does not pass the kinks manufacturing records prior to distribution zebd-7-4 are subjected to a visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for zebd-7-4 of lot number c2199876 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there is any manufacturing issues associated with lot number c2199876. Instructions for use and/label: as per the notes section of the instructions for use, ifu0045, which informs the user to "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use" the user is also advised in the precautions section that, "care must be exercised when straightening the pigtail curls* in order to avoid kinking or breaking the stent." There is no evidence to suggest that the customer did not follow the instructions for use. (Ifu0045). Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to the excessive force applied during straightening of the pigtail portion of the stent using a straightener, likely causing the kinks observed on the 2nd and 4th portholes of the non-tapered end of the pigtail curl, which prevented the 0.035-inch wire guide from passing through. Summary: the complaint is confirmed based on customer/or rep testimony. There was no impact to the patient as this observation was made prior to patient contact. Complaints of this nature will continue to be monitored for similar events. A definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to the excessive force applied during the stretching of the pigtail portion of the stent using a straightener, likely causing the kinks observed on the 2nd and 4th portholes of the non-tapered end of the pigtail curl, which prevented the 0.035-inch wire guide from passing through.

Event description:
A supplemental report is being submitted due to completion of the investigation on 6 jun 2025